Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro was selected for an atherectomy procedure. As the physician advanced the burr forward to the lesion, he could not feel that the burr was engaged with the lesion. Difficulties were noted with the advancer. When the physician advanced the knob, corresponding movement of the burr in the expected manner did not occur. At this point the burr was then pushed harder. This resulted in the burr becoming stuck in the lesion. The burr was removed successfully by cutting the drive shaft and a guide extension catheter was used to do a push-pull removal. The procedure was completed with a different device. The patient experience no complications and is fine.